Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided per the study, no statistical difference in the re-recurrence rate between the two techniques.

Event description:
Received an article titled: a comparison of outcomes between open and laparoscopic surgical repair of recurrent inguinal hernias. The article reported the experience with open and laparoscopic repair of recurrent inguinal hernias. Per the article, adverse events included pain, infection, hematoma, urinary retention, exacerbation of copd, pneumonia and recurrence